Event description:
Healthcare professional (hcp) reported injecting a patient with skinvive¿ by juvéderm®. The experienced ¿nodules.¿ the patient was treated with ¿betamethasone and no improvement.¿ the patient additionally reported being injected with skinvive¿ by juvéderm®. Patient stated a month later bumps appeared on their neck and cheeks. Patient stated a few months after, they developed abscesses on their cheeks and neck and pus was coming out. They are causing pain, embarrassment, difficulty breathing due to one on their throat. Patient stated, "new bumps appear every day" and they have four bumps on their neck. Patient was treated with antibiotics and prednisone. Patient stated the injector's office dissolved the filler. Patient stated this is making them depressed and they want to go on antidepressants. Patient stated they are allergic to vycross and patient stated, "the hcp didn't tell them there was vycross in skinvive¿ ". Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.